Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device check noted the right atrial (ra) lead experienced far field r-wave (ffrw) oversensing which resulted in two false positive atrial tachycardia/atrial fibrillation episodes being detected. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.